Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. It was reported to anika that during placing the anchor as a lateral row, after reengaging the eyelet broke upon insertion on a patient of unknown age, sex and demographic. The surgeon indicated that the anchor may have been off axis causing the break. There was no report of any appearance issue with the anchor prior to use. There was no report of a procedure delay. It is unknown if all the fragments of the anchor was removed. The current status of the patient is unknown. However there was no negative patient impact reported. The part number was not confirmed. The lot number is unknown. Additional information was requested.

Manufacturer narrative:
This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed. It was confirmed by the doctor that no anchor fragments were left inside the patient and that a replacement anchor was used to complete the proceedure. There was no negative patient impact or delay in the procedure reported. Additional information was not provided upon request. The lot number and part number was not provided. A review of the batch record could not be performed. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Manufacturer narrative:
This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. It was reported to anika that during placing the anchor as a lateral row, after reengaging the eyelet broke upon insertion on a patient of unknown age, sex and demographic. The surgeon indicated that the anchor may have been off axis causing the break. There was no report of any appearance issue with the anchor prior to use. There was no report of a procedure delay. It is unknown if all the fragments of the anchor was removed. The current status of the patient is unknown. However there was no negative patient impact reported. The part number was not confirmed. The lot number is unknown. Additional information was requested.